Event description:
The power cord to the power supply box was frayed, and the pes would shut down on its own while in use. Two attempts were made to power on the pes, and on the second attempt, the power cord sparked. The power cords and power supply were replaced.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one power supply box was returned. External and internal visual inspections of unit revealed frayed wire to the power cord on the end of the power supply box. Because of the frayed and exposed wire on the power supply no attempt was made to power it on. The cause of the reported event was determined to be physical damage to the power supply. Review of the device history record was not possible as the lot number is unknown.